Event description:
It was reported that customer was hospitalized for dka. Mother stated that customer had received numerous no delivery alarms prior to hospitalization. Alarms persisted after set changes. Customer may have been using wrong set for body type. During troubleshooting, insulin exited during test prime. Unable to perform high pressure test due to the fact that mother did not have tubing clamp.